Event description:
It was reported that the intra-aortic balloon (iab) was inserted via a sheath into the pt's left femoral artery. After the pump was started, the screen was white and a acoustic noise occurred. As a result, the pump was exchanged off the pt. There was no report pt death or injury. Medical / surgical intervention was not required. The iabp therapy was delayed / interrupted for the time frame required to connect another pump. The delay / interruption did not cause harm to the pt. There were no reported complications and the pt outcome is listed as ok. The iabp will be serviced by a third party service organization.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.